Event description:
Customer emailed saalt and explained that they chose to seek medical assistance to have cup removed after struggling to remove their cup alone. Saalt requested additional information about the customer's removal technique, what resources they consulted while they were trying to remove it, their cervix height, the type of cup they were using, and what the doctor said after they removed the cup. Customer responded on 8/25/2020 and said they were using the original firmness saalt regular and struggled to remove it on their own. They said they could not reach the cup to remove it, and that it took several attempts before determining that it was time to seek medical attention. The customer tried multiple positions and read instructions, watched (B)(4) videos, contacted a friend who uses saalt, and (B)(4) additional resources. The cup had been inserted for 10 hours prior to their removal attempts. Customer said that the doctor did not mentioned anything about their cervix being high, but did recommend that the user switch to the saalt small. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."